Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The customer was did not provide the lot number of the enroute transcarotid stent system that was involved in the reported event. Therefore, the expiration date (d4), UDI number (d4), and device manufacture date (h4) are not available. The date of explant (6b) is also unknown. A review of the manufacturing records for this device could not be performed. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that after the completion of a left transcarotid artery revascularization (tcar) procedure, the systolic blood pressure was unstable, and the patient was hypotensive and bradycardic. The patient also experienced a stroke, and stent occlusion was identified. A carotid endarterectomy (cea) was performed to explant the stent, and the blood pressure subsequently stabilized. Patient went to rehab for treatment post-procedure. It noted that the patient may have had nickel allergy; however, this was not confirmed. The patient was reportedly symptomatic for stroke prior to the tcar procedure, and the exact etiology of the stroke experienced post-procedure was not provided. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.